Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 14f fast-cath trio introducer sheath was received for evaluation. The reported event of device damage and a leak could not be confirmed. No visual anomalies were noted to the returned device. The sheath passed aspiration leak testing and flushed with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported damage and leak remains unknown.

Event description:
During the af procedure, the sheath was inserted into the femoral vein and the valve was noted to be ripped, and saline leaked. The sheath was exchanged, and the procedure was completed with no adverse patient health consequences.